Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately three years and nine months post port placement procedure, the port system and the catheter was attempted to be removed and replaced, the catheter allegedly was unable to removed. It was further reported that the catheter was cut neat the connection between the port body and the catheter and the guidewire was inserted into the catheter, the guidewire was allegedly unable to be advanced halfway through the catheter and there was allegedly a tendency that the catheter was occluded. Reportedly, the catheter was not removed and the cut catheter was ligated. There was no reported patient injury.